Manufacturer narrative:
(B)(4). D10: unknown catalog#, unk patella, unknown lot#. Unknown catalog#, unk tibial component, unknown lot#. Unknown catalog#, unk articular surface, unknown lot#. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial surgery on an unknown date. Subsequently, a revision surgery was performed due to loosening of both components. During the revision surgery, it was discovered that the patella was already cracked prior to the explantation. The surgical technique was utilized, with no delays or retention of foreign bodies. Attempts were made, and all available information was provided

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h6. The loosening event cannot be confirmed due to insufficient information provided. The patella fracture event is confirmed based on provided pictures. Visual examination of the provided photos identified an explanted patella component. A break/crack is visible extending from the edge toward the center of the patella, consistent with a fracture. Biological debris is seen on the bearing, indicative of in vivo use. The device history record was unable to be performed as the lot and catalog numbers of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.